Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusion). Corrected fields: e1(initial reporter), h6(health effect ¿ clinical code, health effect ¿ impact codes). Additional information:- event site email: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved issue by replacing (B)(6) pcba, exec processor. Fse then calibrated and performed functional testing to the unit. The equipment was cleared for customer use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down. The unit also has issues with gas loss in iab.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.